Event description:
Patients wife called clinic after speaking with infusystem. She said husband disconnected 5 fu pump at 6 am. He reconnected pump. Pump was alarming occlusion when she tried to restart pump. When patient arrived to clinic, the pump tubing and tape around connections were intact. Pump had only infused 7.5 ml. The 5fu pump was started that day to infuse at 4 ml/hr over 46 hrs. Infusion restarted with new pump.